Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, while attempting to complete the biopsy, the jaws of the device were described as feeling "sticky" when opened and "fatter" when closed with sample. Upon withdrawal, the device became lodged in the scope requiring both the scope and device be removed from the patient. The device was then cut in half to allow for removal from scope. The physician reinserted the scope and completed the procedure with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.